Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were oversensing with deep inspiration resulting in inhibition of pacing and two inappropriate shocks. Physician was unable to reproduce oversensing with pocket manipulation or isometrics.